Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the mechanical lithotriptor v guidewire tip broke. The issue occurred during a therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The manufacture date of the device could not be obtained, as additional information regarding the lot/serial number could not be obtained. Based on the results of the investigation, a definitive root cause could not be established. Although the device was not returned for evaluation, the suggested phenomenon was presumed to have been due to brittle fractures that originated at the welds, making the guide wire distal end more susceptible to tearing, which further suggests a molding defect in the guide wire distal end, indicating that it was not molded under optimal processing conditions. The instruction manual contains a warning to the user regarding this event. (Drawing number: gk5909, revision number: 21): when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 5. This may damage the distal tip. Olympus will continue to monitor field performance for this device.